Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence. It was noted that the patient's trial began on (B)(6) 2022. It was reported that the patient explained "I was kind of out of it yesterday" as well as "when I pee, it hurts." Patient is constipated and bleeding from their rectum. Additional information was received from the patient on (B)(6) 2022. They reported that they were in the hospital most of the day yesterday due to their voiding issue. Additional information was received from the patient on (B)(6) 2022. They reported that they had an accident today with more diarrhea and had recently spent the night in the hospital with bleeding from their rectum and vagina. Patient said the bleeding was from using a catheter and now it had stopped. Patient said they were not able to take their medicine while they were in the hospital and that is why they had diarrhea.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.